Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-jan-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 29-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿¿took a fall and today and the rep met up with him at post op and his x-ray shows a slight lead migration. He has been complaining of break through pain, so I reprogrammed according to the new film. I reset his adaptive stim numbers and also added a conventional program for c. He liked the way group c felt so we left him on that group. He plans to filter through each group for a week at a time. The issue is resolved at this time and he will reach out as needed from here.¿ no surgical intervention occurred or was planned.